Event description:
The customer reported the pc unit was returned to clinical engineering because it smelled of smoke. The reporter stated the user did not visualize any smoke. There was no report of a pt incident received. Medical intervention was not required. No add'l info was provided.

Manufacturer narrative:
(B)(4). The report that the pcu "smelled like smoke" could not be confirmed. Inspection found no evidence of smoke or a thermal event that would have induced a smoke smell. The error log showed that there was a "high rate" channel error around 09:32 am. Approx 3 minutes later, the device experienced a low voltage failure which lasted until 09:36 am. At the same time, the event log showed there was a channel disconnect event for both pump modules. The channel disconnect was confirmed by the user and the system was powered down. The user powered the system back on and a minute later received a low battery message with a notice to replace the battery; this was confirmed by the user. Both pump modules were logged as attached and a couple of minutes later the user powered off the system. A review of previous logged events indicated the low battery issue had begun (B)(6) 2013. The left iui connector had minor fluid residue on its body and its gasket was protruding out of the lower left corner. The right iui connector had contamination/corrosion. A minor amount of fluid residue was also observed on its body and keypad faceplate. The line cord had a missing ground prong on its male end. There were no indications that a thermal event occurred with the device and there was no smoke smell present. The main battery was at low capacity after reconditioning. The low battery capacity can be attributed to the age of the battery in the device (august 18-24, 2008). The battery issue is an incidental finding and was not a contributing factor for the reported issue. The root cause of the reported smoke smell is unk.